Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing red heart alarms while at home. The patient was admitted to the hospital. Waveforms and data were sent to the manufacturer to confirm pump end of life. It was decided by the hospital to proactively exchange the patient's lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing and is doing well. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.